Event description:
We have experienced numerous product failures with the medtronic guardian sensors. Our product failure rate is close to 50%. Of last order of cgm guardian sensors received, 7 out of 15 were failures based on ¿ did not last correct number of days, fell off and or errored out during the course of the time it was inserted or would not connect to the transmitter. This is an ongoing problem with the medtronic product. They are relying on our tracking and we are constantly calling medtronic to have a replacement part sent out. We are not getting a product delivered to us that is meeting the product specifications. Supplies received 11/20/2018, 15 cgm sites and 7 were returned to medtronic. All defective products are sent back to medtronic, so the warranty replacement can be sent. We also have received notice that several of the defective products we returned to the company are not in their inventory. We sent them back so not sure why they say they did not get them.